Manufacturer narrative:
Alarm data review found two new permanent alarms recorded in the driver. The customer reported intermittent fault alarms; only permanent fault alarms are recorded in the alarm data history file. Visual inspection found no evidence of external damage was found. Inspection of internal components found the connector latch on the exhaust fan was broken. Two 48-hour observation tests were run to try and reproduce the customer reported issue; no intermittent alarms were observed. The airflow sensor cable was manually manipulated in an attempt to reproduce the low cardiac output and fill volume display readings. Driver display readings remained within acceptable tolerances during this test and no alarms were generated. No device malfunction resulting in intermittent fault alarms or low cardiac output and fill volume display readings as reported by the customer could be found. The customer reported issue of intermittent fault alarms and low cardiac output and fill volume display readings could not be confirmed or replicated. The freedom driver passed all incoming functional and observation run testing. No damage was found indicative of a device malfunction. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Manufacturer narrative:
The freedom driver will be returned to (B)(4) for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia hospital, reported that the freedom driver exhibited an intermittent fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.